Manufacturer narrative:
The device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the sales rep, during material preparation before an interventional cardiovascular diagnostic procedure, the coating of a 5f supertrque plus pig 110cm 6sh diagnostic catheter broke into small and separate pieces in the distal part (blue outer layer). The procedure was successfully completed with another device. The device was not used in the patient and there was no patient injury. The product will be returned for analysis. No patient information was provided and was not considered relevant by the facility since no injury occurred. The product was stored as usual and following IFU instructions. It was also prepped per the IFU. The device appeared intact prior to use but ¿it broke once it was moistened prior to use.¿ there was no difficulty experienced in prepping the device.

Manufacturer narrative:
Updated conclusion to include analysis of the returned device. During preparation before a cardiovascular diagnostic procedure, the coating of a 5f supertrque plus pig 110cm 6sh diagnostic catheter broke into small and separate pieces. The procedure was successfully completed with another device. The device was not used in the patient and there was no patient injury. The product was stored and prepped as usual and following the instructions for use (IFU). The device appeared intact prior to use but ¿it broke once it was moistened prior to use.¿ no other information was reported. The device was returned for analysis. One non-sterile diagnostic cardiology catheter cath f6 st+ al I 100cm was received for analysis inside a plastic bag. Per visual analysis, the body shaft of the unit was noted to be cracked at 47.6 cm from the hub as well as kinked at 90.5 cm from the hub. Dried blood residues were found on the tip of the device. No other anomalies were found. Per microscopic analysis, the external edge surfaces of the body shaft cracked area showed clear evidence of elongated conditions. Elongation characteristics suggest evidence of an application of a tension force that induced the body shaft to separation. Per dimensional analysis, the outer diameter (od) and inner diameter (ID) of the body shaft of the catheter were measured near the cracked area as well as on the kink and results were found within specification. A product history record (phr) review of lot 17712319 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿coating-separated¿ was not confirmed since no coating separated condition was present on the received device. However, a cracked condition on the body shaft of catheter as received was noted. Nonetheless, the exact cause of the previously mentioned body shaft cracked condition could not be conclusively determined during the analysis. Storage and handling factors may have contributed to the reported event. Per the precautions in the instructions for use, which is not intended as a mitigation, ¿store in a cool, dark, dry place. Do not use if package is open or damaged. Do not use the catheter if the ¿use by¿ date on the package label has expired. Do not resterilize. Exposure to temperatures above 54c (130f) may damage the catheter.¿ the product analysis and phr review do not suggest that the reported event could be related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
During preparation before a cardiovascular diagnostic procedure, the coating of a 5f supertrque plus pig 110cm 6sh diagnostic catheter broke into small and separate pieces. The procedure was successfully completed with another device. The device was not used in the patient and there was no patient injury. The product was stored and prepped as usual and following the instructions for use (IFU). The device appeared intact prior to use but ¿it broke once it was moistened prior to use.¿ no other information was reported. The device was not returned for analysis. A product history record (phr) review of lot 17712319 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿coating~separated¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Storage and handling factors may have contributed to the reported event. Per the precautions in the instructions for use, which is not intended as a mitigation, ¿store in a cool, dark, dry place. Do not use if package is open or damaged. Do not use the catheter if the ¿use by¿ date on the package label has expired. Do not resterilize. Exposure to temperatures above 54c (130f) may damage the catheter.¿ the phr review does not suggest that the reported event could be related to the manufacturing process of the device. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The device was returned and concomitant medical products was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.